Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the neptune pencil electrode tip heated/burned off and broke. It was also reported that an xray was performed to verify that the electrode tip was not in the patient.. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for heat/break, was not confirmed as the pencil was not returned for evaluation. Without the pencil, the root cause cannot be determined. A device history record (DHR) review was performed and all manufacturing specifications were met during the time of manufacture of this product.

Event description:
It was reported that during a surgical procedure, the neptune pencil electrode tip heated/burned off and broke. It was also reported that an xray was performed to verify that the electrode tip was not in the patient.. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.